Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2011 the patient underwent: 1) anterior lumbar arthrodesis, l5-s1 utilizing bone morphogenic protein. 2) transforaminal lumbar interbody fusion at l5-s1 right utilizing cage and fusion substrate. Preoperative diagnosis: 1) l5 radiculopathy on right. 2) foraminal stenosis, l5-s1 on right. 3) herniated nucleus pulpous, l5-s1. 4) lumbar instability, l5-s1. Perop notes: after undergoing a right sided gill procedure at the l5-s1 level, the was then required interbody arthrodesis and transforaminal lumbar interbody fusion, and for this reason preparations were made to create a fusion substrate in the intervertebral disc and with this in mind, the intervertebral disc and endplate at l5-s1 where the cage would go. The wound was copiously irrigated with bacitracin containing saline and a 1 inch by 1.5 inch piece of gelfoam impregnated with bone morphogenic protein was then placed into the anterior disc space for the anterior arthrodesis. A series of template were then utilized to determine that an 8mm x 22mm implant will provide the best fit. This was then selected from the system of peek interbody cage. This was then loaded on to the introducer and the cage filled with fusion substrate. A tlif retractor was then utilized ton gently retract the dural sac and proximal s1 nerve root and then tap the cage into the place with introducer and the mallet. The patient also underwent 1) gill procedure, l5-s1 on right. 2) microdissection with lysis of adhesions, l4 nerve root on right. 3) lumbar discectomy, l5-s1 on right.

Event description:
It was reported that the patient underwent a fusion surgery on lumbar region of his spine from l5 to s1 on (B)(6) 2011 using rhbmp-2/acs. Sometime postop, the patient experienced pain in his lower back and right leg that radiates into his lower extremities, along with urinary and nerve problems. An MRI scan dated (B)(6) 2011 revealed that the patient had calcification and heterotopic ossification. The patient underwent a revision surgery on (B)(6) 2011 to remove bone formation and drain fluid from the cystic area at the implant site.